Event description:
Event description cpi received information that this bipolar lead was removed from service due to dislodgment. Two days after the implant the lead was replaced with a positive fixation lead.